Event description:
Dr. Treated the patient with trufit plug(s) in the femoral condyl of the knee. Around 1 year post-op, patient still suffered from pain and swelling. Surgeon decided to conduct revision surgery by removing the trufit plug remnants and filling with autologous osteochondral chips from the tibial crest.

Manufacturer narrative:
Device will not be returned for evaluation. (B) (4)